Manufacturer narrative:
D6b "if explanted, give date" corrected.

Manufacturer narrative:
The investigation for optical signal issue has been completed. The pump was not returned for investigation. Data log shows all 5s optical parameters were within the normal range before the pump was disconnected from the console. The pump was reconnected to the same console with active psnr and air gap trends on optical signal parameters. The cause of the optical signal failure was most likely an air gap, based on data log review; however, the cause of the air gap was unknown without returned product investigation or sufficient clinical details.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Additional information was received: b1 adverse event updated, b2 updated to death, b5 expired while on support, h1 updated to death, h6 updated to include death b7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
The impella 5.5 was noted to be in proper position providing adequate support for the patient. There were plans to leave the patient on support until a transplant was available; however. The patient expired while on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella 5.5 had been implanted in a patient when the placement sensor stopped functioning. The pump was explanted and a new pump was implanted. The patient survived.